Event description:
During a bedside placement of a peg (percutaneous endoscopic gastrostomy) tube, the tapered portion of the gastrostomy tube was secured to the wire and then pulled into position. There was significant resistance to withdrawal of the tapered portion through the abdominal wall and skin surface which resulted in breakage of the wire. The tapered portion was secured with a hemostat and utilizing gentle traction andslight extension of the incision, the gastrostomy tube was then pulled through the anterior abdominal wall. There appeared to be some prolapse of the silicone part of the tube which was creating a bumper like effect increasing resistance. The external portion of the tube was then secured and dressed appropriately.